Manufacturer narrative:
It is spacelabs policy to report each event associated with a patient death. Spacelabs has begun an eval of this reported event and will file a follow up report when our eval is completed.

Event description:
Spacelabs received a report of an apparent run of vtach and no alarm was generated. The patient died 12 hours later.

Manufacturer narrative:
Onsite testing of the involved devices on october 3, 2013 by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. It was reported that the customer observed an apparent run of vtach and no alarm was generated. This occurred during an ultrasound procedure. Additionally, the customer provided documentation that the ECG alarms could not be disabled on the frontend by clinical users. Patient retrospective data for this event was provided by the customer and evaluated by a spacelabs software lead engineer. The event that occurred at 22:15 and was observed by the customer did not meet the criteria for a vtach alarm, thus no alarm was generated. Several of the beats in this event were interpreted by the ECG algorithm (contained in the command module) as either normal or artifact due to unusual timing, shape and/or slope. Additionally, some beats were similar to the patient¿s normal morphology. Consequently, these beats were disqualified by the ECG algorithm logic in the command module and the criteria for alarm were not met. This supplemental report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor model 91387-28 with command module model 91496 failed to alarm for an apparent run of vtach (ventricular tachycardia) on (B)(6) 2013 at 22:15.